Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same of applying the adc freestyle libre sensor and was unable to monitor her glucose level. On (B)(6) 2019, the customer experienced symptoms described as ¿shaking, stomach ache, puking, lack of balance and confusion¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hypoglycemia and was reportedly treated with "insulin and glucose" injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the same of applying the adc freestyle libre sensor and was unable to monitor her glucose level. On (B)(6)2019, the customer experienced symptoms described as ¿shaking, stomach ache, puking, lack of balance and confusion¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hypoglycemia and was reportedly treated with "insulin and glucose" injection. There was no report of death or permanent impairment associated with this event.